Manufacturer narrative:
Device evaluated by MFR: no device sample was returned for manufacturer analysis. Record review found no issues or nonconformance's and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
It is reported that the patient had a contact lens tear during use causing an infection of the left (os) eye. The patient was prescribed azyter (azithromycin), vitabact (picloxydine hydrochloride), rifamycine (rifamycin sodium), ciloxan (ciprofloxacin) and tobradex (tobramycin and dexamethasone). Good faith efforts have been made to obtain additional information without success. As of the date of this report, additional information is unknown. This event is being reported, and an abundance of caution due to reported condition of infection, unconfirmed diagnosis, lack of medical information and unknown resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Lens sample received and device analysis complete. Incident report updated to reflect analysis finding. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.